Event description:
It was reported the device was returned for analysis after explant for eri. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: pjg233144m ema wirebond - lifted output bondwire.